Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the patient had a good outcome. The only medtronic device used in the case was onyx 18. The liquid embolic performed as expected. The physician was unable to reach the more distal fistulous point of the malformation with onyx and went transvenous to complete the cure.

Manufacturer narrative:
See attachments for literature article. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Essibayi, m. A., vaishnav, d., holland, r., <(>&<)> altschul, d. J.; interventional neuroradiology; 2024; 1; balloon-assisted u-turn technique to access cortical vein for transvenous embolization of mixed dural-pial arteriovenous malformation; doi: 10.1177/15910199231226288. Literature was reviewed regarding: a case of mixed dural-pial arteriovenous malformation (dpavm) and its treatment methods.  The document primarily discusses the recurrence of a pdavm after initial endovascular onyx embolization and the subsequent endovascular coiling that resulted in the obliteration of the dpavm.  Multiple manufacturer¿s devices were used in the study population. The following medtronic devices were used: onyx embolization. Among patient adverse events included: onyx started going in to some small cortical veins and embolization was stopped. Onyx caste had incomplete occlusion. Patient had a second seizure episode.  Cortical venous thrombosis. Started full dose anticoagulant. Hypotention retreated with endovascular coiling. No further information was provided pertaining to medtronic products.